Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll on 12/01/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover was cracked at battery end, the battery lock clip was bent, and the front and bottom enclosures were damaged. Note this physical damage can occur due to normal wear and tear and/or physical abuse. A review of the archive showed several user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2015 but not on the reported date of the event of (B)(6) 2015. The archive showed that the device was not used on the reported event date. During functional testing, the platform powered on with several li-ion and nickel metal hydride (nihm) batteries with no problem; thus not confirming the reported complaint that the unit will not power up. However, the platform exhibited ua 7 upon power up. Load cell characterization found one of the load cells to be defective causing the ua 7. Based on the investigation, the parts replaced were the damaged top cover, front enclosure and bottom enclosure and bent battery lock clip, on the ap platform. Additionally the single point load cell was replaced to remedy ua 7. In summary, the reported complaint of the device will not power up was not confirmed functional testing. The platform was able to power up with several li-ion and nimh batteries. The ua 07 observed upon power up was attributed to a defective load cell module. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
It was reported that during a shift check the autopulse platform (B)(4) would not power on. No patient involved with this event. No further information provided.